Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a hard lump in their breast and swelling to the left arm. The patient could not confirm if the condition was caused by the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's daughter is a registered nurse and advised patient to remove the lifevest. Follow up indicated that the irritation improved.